Event description:
It was reported that the pt "no longer had therapy" and "the catheter came out". The catheter was in the pump pocket. The device was explanted. Pt recovered without any sequelae. The drug(s) infused via the pump were unk.

Manufacturer narrative:
(B)(4). Results were not available at the time of this report. A follow-up report will be sent when analysis is completed.